Event description:
Pt has had repeated respiratory illness for past four months which is the length of time cidex opa has been in use. P1 has seen both physician and employee health. Pt has been diagnosed with asthmatic bronchitis. The facility discovered that the air exhaust system had been turned off for an unknown length of time.